Event description:
The device presented with noise on the ventricular channel. The noise was classified as vt and inappropriate atp was delivered. A slight drop on the rv lead impedance was observed. A possible lead insulation break was discussed. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.